Event description:
It was reported that the ventilator generated an alarm indicating a ventilator restart message. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that device generated restart ventilation! Alarm. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the customer did not accept the quote. The solution to the issue is unknown and is not possible to know which parts have been found defective. The issue was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. Previous usage of device: unknown. Corrected usage of device: reuse. H3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).